Event description:
During a benign prostatic hyperplasia (bph) procedure, the fiber was reported to "end fire" at 26,000j and 10:20 minutes of use. The fiber tip was cleaned during the procedure. A second fiber was utilized to complete the procedure without clinical consequences to the patient.